Event description:
It was reported that the patient has had several occurrences of intermittent overdose and withdrawal. The patient reported severe overdoses leading to a comatose state. During this time the pump was stopped and restarted; these episodes have been happening over the past months. Two studies were completed. It was discovered that the catheter had a leak or tear. Currently the pump has saline in it running at 1 ml per day. A follow-up report will be sent if additional information becomes available to us.